Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, noise on the rv and ra leads were observed. Variations in the ra pacing lead impedance were also noted. Programming changes were made and lead replacement was suggested. Patient will continue to be monitored.